Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.